Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a right hemi-colectomy, the surgeon performed functional end to end anastamosis. After firing stapler completely, the surgeon noted significant "oozing" from the staple line. He used electrocaughtery to coagulate this bleeding. The surgeon stated that this was not the first time, and in the past he has used suture to sew over the staple line to ensure hemostatis. The current status was stable. There was no unanticipated blood loss of 500 cc or more. There was no device fragment left in patient's cavity. Cautery was used to treat all bleeding. The procedure was extended by an additional 30-45 minutes.